Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's blower motor, blower seal, blower mounts, blower cap, blower chassis plate, muffler assembly, inlet and outlet side panels, fio2 housing, tubing, housing were replaced due to water ingress, which was not related to the malfunction/issue.